Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, investigation conclusion). It was reported that cs300 intra aortic balloon pump (iabp) had low vacuum alarm. Customer reported low vacuum - unit not firing. Patient involvement unknown no harm reported. More than 3 gfe's raised no response or update has been provided, the complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had not firing due to low vacuum. There was no harm/injury reported.